Event description:
It was reported during follow-up that the lead was not capturing but was causing discomfort to the patient while pacing. The physician attempted to reposition the lead but after multiple attempts, the helix would not retract. While attempting to insert a stylet into the lead, the physician was met with friction but he does not believe that this is due to the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.